Event description:
The customer reported the generator was set at 30 cut and 30 coag for a hernia procedure. Then while using the generator in cut mode, they noticed that the cut value on the display was going up and down. They reported observing a high of 110 on the display and sparks were observed while using the cut mode. The patient suffered a periumbilical 2nd or 3rd degree burn which was treated during the surgery by enlarging the incision to include the affected area. The active electrode is unk and was not saved or recorded.

Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is completed, a follow-up report will be submitted.